Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 36 and 48 hours. When the pod was removed from the infusion site (arm), the pod's cannula was found bent to the left. The caller stated that the cannula was felt when it was deployed. Reportedly, the device began to malfunction on (B)(6) 2026, when it was placed on the patient¿s right arm. Despite the pod showing it was delivering insulin, the patient¿s blood glucose level remained high overnight into friday, on (B)(6) 2926. By the morning of (B)(6) 2026, the patient began vomiting and developed an ¿acetone¿ smell. The pod was switched to manual mode around 1 pm on (B)(6). As treatment, the patient was taken to the emergency room on (B)(6) 2026, for treatment of diabetic ketoacidosis. The patient also experienced vomiting, weakness, and lethargy. Treatment included intravenous fluids and an insulin drip. The patient was hospitalized at a pediatric facility at the time of call.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.